Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the nursing home was monitoring the hb status of an anemic patient, who has needed blood transfusions in the past, using the pronto monitor. Pronto was reading the patient at 13-14 g/dl. Questioning the pronto readings, the don then performed an (B)(6) test and the results showed patient was at 5-6 g/dl.